Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic appendectomy procedure, the reload fell out of the device and into the body cavity. It was necessary to convert to an open procedure in order to retrieve the reload.